Event description:
This pt was undergoing a left knee acl reconstruction. The surgeon was drilling with a 2.7 mm passing pin, and pin broke off in pt's bone and was not able to be retrieved. A mini c-arm was used to verify that the pin tip were indeed in the pt's bone.